Manufacturer narrative:
Device not explanted.

Event description:
The manufacturer was made aware of this information via the paper "thrombocytopenia after aortic valve replacement: comparison between sutureless perceval s valve and perimount magna ease bioprosthesis" (author: syed saleem mujtaba et al.) A study was performed to report thrombocytopenia associated with the use of sutureless aortic valves. Patients who received sutureless perceval s valves (n = 72) were compared to patients who underwent sutured avr with perimount magna ease bioprostheses (n = 101). Perioperative transesophageal echocardiography was performed to confirm correct valve positioning, exclude the presence of paravalvular leak, and evaluate valve haemodynamics. The perceval group required more blood (1.5 vs 0.7 units) and platelet (0.3 vs 0.1 platelet pools)transfusions than the control group. 5 patients in the perceval group had severe thrombocytopenia (<50x10^9 platelets / litre ) post-operatively. It was reported that the apparent association between perceval valve implant and thrombocytopenia did not affect patient mortality or morbidity. Retrospective data collection methods were used. Heparin induced thrombocytopenia was not investigated as a possible cause of thrombocytopenia.

Manufacturer narrative:
The manufacturer was unable to obtain additional information about this event. As the serial number of the devices remain unknown and the devices remain implanted, no investigation can be conducted at this time and the root cause is presently unknown.